Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "helium gas error" issue. However, the fse was able to confirm "gas loss in iab circuit" in the iabp¿s diagnostic error log, and performed the helium leak test per service manual . The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium gas error. No patient harm, serious injury or adverse event was reported.